Event description:
It was reported when using the bd angiocath yel 24ga x 0.75in, the device experienced a needle through catheter while introducing the catheter. This event occurred twice. The following information was provided by the initial reporter. The customer stated: the hcp performed venipuncture twice but the result was the same for both (the hcp could not retract the needle). The hcp could move the needle inside the catheter.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-16. H6: investigation summary . Bd received a 24 gauge angiocath device from an unknown lot for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned unit and observed a small dent in the body of the cannula. It should be noted that the product design does not have a safety device for needle retraction, the difficulty of removing the cannula from the catheter may have occurred because the cannula is dented. Based off the visual inspection the engineer was able to verify the reported claim. It was determined that the dent in the cannula came from a misalignment between the cannula and the manufacturing equipment. This misalignment caused a dent in the cannula and caused the needle to be difficult to disengage. The manufacturing facility has been notified of this incident and the findings. Adjustments have been made to the manufacturing equipment to prevent recurrence of this situation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd angiocath yel 24ga x 0.75in, the device experienced a needle through catheter while introducing the catheter. This event occurred twice. The following information was provided by the initial reporter. The customer stated: the hcp performed venipuncture twice but the result was the same for both (the hcp could not retract the needle). The hcp could move the needle inside the catheter.